Manufacturer narrative:
According to the customer, on 12/14/2025, the rollator brakes "did not engage" causing the user to fall down to the ground. The customer states it was "sliding even with the brakes engaged." The user "reinjured her right arm during this fall" and "has pain up through her arm, shoulders, neck, and head." She continued with her rehab therapy for these injuries. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on 12/14/2025, the rollator brakes "did not engage" causing the user to fall down to the ground. The customer states it was "sliding even with the brakes engaged."